Event description:
A customer observed a tsh outlier result on the vitros eci analyzer. The biased results were not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc complaint.

Manufacturer narrative:
Investigation into the event showed imprecise tsh results. An ocd field engineer replaced several analyzer components and the investigation is on-going. There is no evidence to suggest the tsh reagent is not operating as intended. The root cause of the event is instrument related.